Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number did not match anything in the manufacturing records. Therefore, a review could not be performed. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage. The following information was provided by the initial reporter: blood oozing at the joint.

Manufacturer narrative:
Medical device lot #: an invalid lot # of 014633 was provided by the initial reporter a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage. The following information was provided by the initial reporter: blood oozing at the joint.